Manufacturer narrative:
It was indicated that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 60000352 and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: pc-001613309

Event description:
It was reported that a patient underwent a premature ventricular contraction cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding short sheath - small and a hemostatic valve of the vizigo¿ short sheath got damaged. It occurred at the time of inserting the catheter in the patient¿s body. The vizigo¿ short sheath could not be used due to the hemostatic valve damage. The biosense webster inc. (Bwi) sales representative suggested a sheath replacement; however, the physician considered the procedure time, and therefore, the sheath was not replaced. No adverse patient consequence was reported. Additional information was received. It was indicated that the hemostasis valve (gasket) dislodged inside the hub. The sheath was used on the patient and no air entered the patient¿s body. Blood return was not observed.